Event description:
It was reported that the scale is inaccurate due to damaged load cells and the access door will not latch due to a damaged release knob. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.